Event description:
Customer reports that she obtained results of 48mg/dl, 262mg/dl, 187mg/dl, and 179mg/dl within 10 mins on the same device. Customer did not act on results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.